Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument's pitch at the distal clevis hub is broken. The cable segment that contains the crimp is missing. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable and missing cable segment found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted surgical procedure, the cable on the tenaculum forceps instrument separated. There was no report of any patient harm involving the reported instrument and there was no report that any fragments from the instrument fell into the patient during the surgical procedure.